Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the patient¿s initials were ja. The date of implantation was (B)(6) 2002. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed for the finished device number 248954, and no non-conformance's related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch form mw5093603 that a female patient underwent a breast surgery with a mentor smooth round moderate profile 325cc on the left breast and with a saline mentor breast implant of unknown type on the right breast and experienced ¿multiple symptoms of breast implant illness: unexplained muscle pain, fatigue, brain fog, stomach bloating, headaches, worsening eyesight, episodes of pancreatitis, and flu-like symptom¿. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.